Event description:
Clinic notes were received for review and noted was the patient reported that he wanted to be seen as last night he passed out and hit his head pretty hard. He is not sure what happened. The relationship to their vns is unknown at this time. On (B)(6) 2011, the patient was seen in clinic and interrogated and high impedance noted. Addressed in medwatch report number: 1644487-2012-00745. Good faith attempts are underway for further details about the reported event. Thus far no further information has been attained.